Event description:
My husbands blood sugar test strips work improperly leading to that he has to use 3 to 5 to get a single good blood sugar reading. They will not absorb the blood. The MFR is pharmatech solutions inc., (B)(4), product name is genultimate. Lot 9005a. Date the person first started taking or using the product: (B)(6) 2019. Date the person stopped taking or using the product: (B)(6) 2019.